Event description:
It was reported to boston scientific corporation that a gold probe was to be used for hemostasis during an endoscopy procedure within the stomach. According to the complainant, the device was tested outside the patient after being connected to the generator, but it failed to emit energy. No damage was noted to the device or its packaging. The procedure was completed using another gold probe along with the same generator. No patient complications resulted from this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Manufacturer narrative:
(B)(4) for the reported event: probe fails to deliver energy. According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.